Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead; product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that the lead may not be in the same place as when she was sent home from her procedure. Patient stated that she moves frequently while she is sleeping. Patient has continued to increase stimulation as her sensation decreases. The patient indicator for use were non-obstructive urinary retention. No further complications were reported/anticipated.